Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: a review of the customer result log files was performed. The validity of the run / controls (alinity m sars-cov-2 negative ctrl and positive ctrl) was verified. The run was valid. Review of the amplification curves for data file does not show unusual curves on samples in question. The review of the results log file demonstrated that the assay software and the alinity m sars-cov-2 amp kit (list 09n78-90) lot 516910 are performing as expected. The assay reagents performed as expected and met the assay specification requirements. There is no indication that lot 516910 are performing outside of established design performance specifications. Quality data review: device history record (DHR) review was performed for alinity m sars-cov-2 amp kit (list 09n78-090) lot 516910 and its components. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. A CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-090) lot 516910 and its components. The search did not identify any records related to this issue and these lot numbers. Complaint history review: a lot specific complaint review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant result (false positive) for three patient samples when using alinity m sars-cov-2 amp kit (list 09n78-090) lot 516910. The complaint history review identified five additional complaint tickets related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-090) lot 516910. One ticket was independently investigated and unconfirmed. The remaining tickets are currently in the process of being reviewed and will be independently investigated under different issues. Further investigation identified that this complaint is associated with a previously confirmed issue. According to the previously conducted investigation, an additional complaint history review determined that discrepant result (false positive) on patient samples issue has been observed by customers when using alinity m sars-cov-2 amp kit (list 09n78) across multiple lots. To date, 139 complaint tickets have been received for the discrepant results (false positive) issue according to this additional search and the number has been increasing in recent months. Based on the results of the investigation elements, a product deficiency for alinity m sars-cov-2 amplification kit (list 09n78-090) was identified. Specification not met-the number of customer complaints for discrepant result patient samples (false positives) when using alinity m sars-cov-2 amp kit list 09n78 has been increasing on a monthly basis. Therefore, this complaint investigation will also be dispositioned as confirmed. Abbott molecular determined that a field corrective action (fa-am-sep2021-260) should be taken via approval of 489-risk on september 2, 2021. This action was reported per 21 cfr 806 to the FDA on september 4, 2021 (report number 3005248192- 09-03-2021-001-c). The field corrective action was issued as an urgent field safety notice / field correction recall letter dated september 2, 2021 providing customers background on the issue, potential impact and necessary actions. Additional follow up on investigation and corrective actions will be communicated via the 806 process. The following mdrs were also reported: 3005248192-2021-00214.

Manufacturer narrative:
Elevated complaint investigation will be initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinity m sars-cov-2 amplification reagent kit (list 9n78-90) is similar to the alinity m sars-cov-2 amplification reagent kit (list 9n78-95) sold in the united states. Ticket does not reference a us list 9n78-95 lot number.

Event description:
The customer reported several false positive results on their alinity m sars cov-2 assay. The suspected positive results were retested on the alinity and on cfx 96 (with the seegene reagent) generating negative results. It was confirmed that the false positive results had an impact on patient treatment such as postponement of cancer surgeries and placement of cancer patients in the covid ward. Multiple attempts were made to gather the following information. No reply was received to date. What type of surgery was delayed? How long was the surgery delayed? Was there an adverse impact on the patient condition due to the delay? Was there any adverse impact to the patients placed on the covid ward? It was unknown how many patients were effected. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m sars-cov-2 assay, list number 9n78-90, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.